Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products: chuck with key device . Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation, therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported from india that post procedure it was observed that the chuck with key device and the handpiece device were generating more heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was generating more heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the bearing of the device was worn, and the device would not run. It was further determined that the device failed pretest for check function of the device. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: b3/corrected data: e1: additional information received from the affiliate states that the event date was (B)(6) 2020. Account name has been corrected to ayush pharma. If additional information should become available, a supplemental medwatch will be submitted accordingly.